Manufacturer narrative:
Internal insulation abrasions were noted at 15.6-16.7cm and 11.1-12.2cm from tip electrode. Externalized conductors due to internal insulation abrasion were noted at 8.3-10.3cm from tip electrode. Etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc shock coil at 18.0-18.5cm, 20.5-21.8cm, and 22.9-24.7cm from the electrode. Internal insulation abrasion was noted under the svc shock coil at 17.6-17.7cm from tip electrode. One conductor was melted and the etfe coating was abraded at this location. This is consistent with the reported field event of low hv impedance.

Event description:
It was reported that low hvli, elevated capture threshold and inappropriate vf detection due to afib were observed. An alert message for possible output circuit damage after an aborted shock was recorded. Hv lead anomaly was suspected. The ICD and rv lead was replaced, and the lead was capped and abandoned.

Manufacturer narrative:
A partial lead with the connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information notes that the balance of the lead that was initially received in (B)(6) 2013, was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.